Event description:
During green light pvp (prostate vaporization) procedure, the laser system failed. Clinical engineering was notified. The self test was run on the laser but the power test to the machine failed (system error 210 and 235). Surgeon changed the procedure to a standard turp. There was approximately a 20 minute delay in the procedure.